Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using original charging supplies and found that the pump began charging, so no further assistance was required.